Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The steerable guide catheter (sgc) was inserted into the right femoral vein. However, it was unable to pass through. While checking with contrast medium, a small rupture of the vessel was observed. Therefore, the physician tried to insert into the left femoral vein. Resistance was noted when inserting. The physician decided to remove the device and discontinue the procedure. Mr remained at a grade of 4. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The steerable guide catheter (sgc) was inserted into the right femoral vein. However, it was unable to pass through. While checking with contrast medium, a small rupture of the vessel was observed. Therefore, the physician tried to insert into the left femoral vein. Resistance was noted when inserting. The physician decided to remove the device and discontinue the procedure. Mr remained at a grade of 4. There was no clinically significant delay in the procedure.

Manufacturer narrative:
All available information was investigated, and the reported failure to advance and physical resistance during advancement could not be replicated in a testing environment as they were related to patient anatomy/procedural operational circumstances. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported failure to advance and physical resistance appear to be due to patient morphology/pathology due to very strong tissue adhesions. The reported patient effects of perforation of the vessel appears to be related to the failure to advance. The bleeding appears to be due to the perforation. Perforation and bleeding/hemorrhage are listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no additional intervention/treatment was provided. There is no indication of a product issue with respect to manufacture, design or labeling.